Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but are not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. To ensure this type of damage is not a result of a potential product deficiency, all products are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. In this case, without the product to examine, a conclusive cause could not be determined for the reported rupture. The lot number was not provided; therefore, a device history record review could not be performed.

Event description:
It was reported that during pre-dilatation in an unspecified, non-calcified vessel, the trek balloon ruptured at 10 atmospheres. There was no significant delay in the procedure and no adverse patient effect. No additional information was provided.